Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a serious injury on (B)(6) 2017 at around 10:30 am. The customer was at work when their blood glucose dropped down to 27 mg/dl. They had passed out. The paramedics was dispatched and they were treated with intravenous therapy. Their blood glucose went up to 150 mg/dl. They continued to eat and drink juice but within 10 minutes their blood glucose went back down to 60 mg/dl. They had been wearing the insulin pump at the time of the incident. The customer¿s current blood glucose was 120 mg/dl. Troubleshooting was performed on the insulin pump. The insulin pump¿s programming was accurate. The device will not be returned for analysis.